Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that purge line block alarm occurred on the impella cp. Tissue plasminogen activator was used but alarm continued. The patient was taken to the catheterization lab and impella was exchanged. The patient survived the event.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Neither data logs nor product were returned for investigation. Per clinical details, tissue plasminogen activator (tpa) procedure did not resolve the complication, but the pump was explanted shortly after the complication to avoid a pump stop. Based on limited clinical information and product not being returned, the root cause of the high purge pressure could not be determined. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi states the following: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ added h6 impact code 4644 corrections to the initial MFR report: g1 MDR reporting contact email.